Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when using on patient. Another device was used.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when using on patient. Another device was used."